Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer declined to provide information regarding alternate insulin therapy. There was no reported impact to blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.